Event description:
It was reported that during service and repair pre-testing, it was observed that the battery handpiece device had unusual noise and vibration while running on drill/ream mode. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device makes an unusual noise and vibrates. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and ball bearing deterioration from normal wear out. This was further defined as wear due to normal use and serving. If additional information should become available, a supplemental medwatch report will be submitted accordingly.